Event description:
It was reported that inappropriate high voltage therapy was delivered during a routine follow-up. Review of the vf episodes showed oversensing caused by emi on both leads resulted in the hv therapy. Patient explained that he is a mechanic and one of the episodes occurred while he was working on an automobile. Patient will continue to be monitored through remote monitoring and routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.